Event description:
Event description guidant received information that during the implant procedure all lead measurements and defibrillation thresholds (dft's) were noted to be normal. The following day, the right ventricular (rv) pacing lead impedance was noted to be greater than 3000 ohms and there was no pacing at maximum outputs.